Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a bolus request. Reportedly, the customer was unable to recall the event date, the blood glucose (bg) value, and the messaging that the pump displayed. The customer reported that when the insulin on board (iob- active insulin in the body) went back to 0, the customer had no further issues with the bolus feature. There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to perform troubleshooting as the customer was unable to provide information regarding the reported issue.